Manufacturer narrative:
Results: corroded nurse call cable docker and corroded interface cable.

Event description:
It was reported by service report that the bed was not alarming through the nurse call system. No patient involvement or adverse consequences were reported.